Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was evidence of moisture contamination observed behind the display lens. The pump case was cracked in upper corner of the display area. A leak test shows a leak at the crack in the pump case. The pump case was removed and there was evidence of moisture contamination found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture inside the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.